Manufacturer narrative:
Device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.0/+1.5/085 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. The surgeon reports the lens rotated twice to 90 degrees rotation. On (B)(6) 2018 the lens had been repositioned, which did not resolve the problem. On (B)(6) 2018 the lens was exchanged for a same size, different model lens and the problem was resolved. The cause of the event is reported as unknown, however the surgeon states, "could be zonular weakness."